Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off by it self when it is using the battery. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit powered on using battery power but remained powered on only for 20 minutes (after full charge cycle) on battery power prior to shut down. Replaced customer battery with known good battery and device battery functioned as designed. The battery does not hold a charge and causes device to shut down about 20 minutes after power on. A service history record review reveals that this unit was in the field for over eleven (11) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns off by it self when it is using the battery. No patient impact or consequences were reported.